Event description:
User facility reported that the device did not complete the reprocessing cycle.

Manufacturer narrative:
Upon investigation, it was determined that the device performed according to specifications. The reported event was caused by the device user selecting the "wash only" rather than the "wash/disinfect" option. Cu has been in contact with the user facility and has re-explained the proper use of the device an attempt to prevent this type of malfunction from recurring in the future. Currently the design control team is investigating a technical solution to keep users from selecting the inappropriate device function.